Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer also reported difference between sensor glucose and blood glucose values. Customer was treated with carb intake. The event involved product(s) mmt-1884, mmt-342 , mmt-441ag, mmt-7040a. Troubleshooting was partially performed. Customer reported blood glucose value of 53 mg/dl and sensor glucose value of 100 mg/dl. Explained sensor may have no longer been responding to glucose changes. It is unknown whether customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884, mmt-342 , mmt-441ag, mmt-7040a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation and passed self-test. Unit communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and the unit displayed the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. In addition, unit communicated successfully accu_chek guide link (USA) sending accurate readings to pump. Thump software was utilized and uploaded trace/history files properly. The adapt tool revealed no relevant alarms were recorded. The unit was opened, and per visual inspection, no moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay and scratched case. In conclusion, customer concerns are not confirmed of sensor issues. Unit communicated properly with link (3) as well as accu-chek guide link. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.